Manufacturer narrative:
Based on the claim against the product by the customer noting the hem-o-lok clip applier instrument did not rotate properly to apply the clips an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large hem-o-lok clip applier instrument was analyzed and found to have failed the clip test due to misapplication of the clip. The instrument passed the recognition and engagement tests. The instrument failed to release the clip after application. Common causes of loss of functionality to apply a clip is attributed to either a damaged grip cable or misaligned grips. The complaint regarding the hem-o-lok clip applier instrument did not rotate properly to apply the clips was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. Additionally, the instrument was found to have an excessive amount of dried residue around the clamping pulley cable grooves. Common causes of the failure mode residue instrument clamping pulleys are typically attributed to mishandling/misuse. For example, by improper cleaning/reprocessing techniques, such as insufficient flushing. Signs of corrosion were found on the instrument bearings. Pitch and grip input disk bearings exhibit orange discoloration. Common causes of the failure mode corroded/contaminated instrument bearings are typically attributed to mishandling/misuse. For example, this could be by improper cleaning or sterilization techniques used in reprocessing, which may include prolonged exposure of the instrument to harsh cleaning agents or insufficient flushing. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: it was alleged that the clip applier instrument moved with unintuitive motion (e.g. The instrument unexpectedly jerked/jumped/swung/bowed, moved in an unexpected/unintended/unknown way). Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, the hem-o-lok clip applier instrument did not rotate properly to apply the clips. The surgeon stated the instrument felt stiff and he could not apply the clips properly. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the initial reporter does not have any additional information about the reported event.